Manufacturer narrative:
It was noted during analysis that there was internal contamination of the programmer. It was also noted that the power cord was pulling apart and that the left keyboard hinge is broken. The programmer will be dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.